Event description:
Pt had trial yesterday and when he got up, the cable/white connector ripped out and the wire is frayed.

Manufacturer narrative:
This report is being filed under exemption which covers a 2-year retrospective review of events reported by consumers between 2005 and 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 3 unreported malfunction events for model 3093, 1 unreported malfunction event for model 3889, and 1 unreported malfunction event for model lead for the above time period. (Product code ezw).